Event description:
The customer reported the surgeon inserted the +17.5 diopter aq2010v silicone three piece lens and noted a broken haptic. The lens was removed, a vitrectomy was performed and another lens was implanted. Two sutures closed the wound. The reporter stated the surgeon indicated the cartridge was too tight.

Manufacturer narrative:
(B)(4). The cartridge was not returned, however, the lens was received and evaluated. There was a reddish residue on the lens, the optic was torn and a one haptic and a piece of the other one was torn off and missing. Search by lot number. A search by lot number found one similar complaint. Based on the complaint information and search by lot number, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing of this cartridge that was the root cause of the complaint. No definite root cause could be determined. Per medical reviiew - given the reported information it is likely the event is a consequence of user failure and/or malfunction that need further follow up. A lens work order search was performed and no similar complaints were found. Based on the complaint history, work order search, medical review, device history record review and cartridge lot number search, a specific root cause of the event could not be determined. (B)(4).